Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The monitor's battery well/casing was damaged and a battery was unable to be inserted into the monitor. The root cause for the damaged battery well/monitor casing could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.